Event description:
It was reported that the initial percutaneous lead was not in the optimal location. Another physician revised and placed a paddle lead.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2015(B)(6); product type lead.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, lot# serial# (B)(4) implanted: (B)(6) 2015, product type: lead. (B)(4).